Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interlink system leaked. The reporter stated that the device would not tighten and leaked at the connection between the catheter and the IV connector loop. This occurred during the first flush of the product with 10cc of saline with a 3cc syringe with approximately 1.5cc of radioactive solution; after connecting with the patient. It was reported that there was blood loss associated with this event, however it was noted that the patient did not experience any symptoms associated with this event. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. The device was visually and functionally tested (pressure and clear passage) per product specifications. Visual inspection of the device did not identify any abnormalities or leaks that could have contributed to the reported condition. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. The reported condition was verified, though no cause could be identified with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.